Event description:
Philips received a complaint on the v60 ventilator indicating that 6 remote alarm cables were faulty. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that it was confirmed that the v60 ventilator the remote alarm cable was connected to was working as intended. The issue was only with the 6 remote alarm cables. They were found to be defective, causing the signal to not go to the nurse call system, leading to the alarms not triggering at the nurse call system. The customer was provided with the part information for the normal open (alarm state = closed) remote alarm cable. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 13mar2025, it was confirmed that the 6 replacement remote alarm cables were received, and the faulty ones were replaced. The v60 which was in use at the time of the remote alarm cable issue was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.